Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One full osseotite® tapered implant 4 x 11.5mm (fnt411) and abutment/crown were returned for investigation. Visual evaluation of the as returned products identified fracture around the lower threads towards the tip. The abutment and crown were engaged to the implant. Additionally, there was bone residue around the external threads due to usage. There were no allegations against the implant. Therefore, the investigation was conducted only on the implant and the reported event. Device history record (DHR) review for the lot (874171) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (874171) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported a fracture in the apex of the implant and proceeded to extract it with trephine and placed bone regeneration on the site. Patient would have to return to place another new implant.